Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6)2026. The provided incident date is an estimate. On (b)(6)2026, the patient reported experiencing vomiting and was brought to the hospital, where the CGM reading was 6.7 mmol/L and the blood glucose reading was 25.0 mmol/L. The patient was treated with ¿infusion and fluids¿ (route unknown but most likely intravenous). At the time of the report the patient was still at the hospital, but was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the C zone of the Parkes Error Grid. The data investigation found a difference in values that fall within the C zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.